Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flexvision pc. The customer reseated the network connector. After reseating, the system was returned to use in good working order. Later, the issue recurred twice, in both the occurrence device returned to full functionality by pressing reset button and by replacing the power supply. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system got stuck during a reboot and would not start up. The device was outside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.